Event description:
Report received of no audibile alarm tone. During routine preventative maintenance testing by the user facility, the device did not sound an audible alarm tone while on the low and high volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.